Event description:
It was reported that the patient presented in clinic for follow up. Upon review it was noted that the implantable cardioverter defibrillator had inappropriate delivered therapy. The device had misdiagnosed atrial fibrillation with supraventricular tachycardia (svt) as a true ventricular tachycardia. No intervention was performed. The patient was in stable condition.